Event description:
The pantera pro coronary balloon catheter was selected for treatment of the lad. It was reported that the balloon was kinked in the packaging and would not inflate. It was not possible to apply any pressure to the balloon. No contrast passed through the inflation device to the balloon.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that that the device shaft is kinked about 6 mm distal to the guide wire exit port. The balloon is slightly unfolded but has not been inflated. Contrast medium residue was observed in the inflation- and balloon lumen up to the distal balloon shoulder. Functional testing was performed by successfully inflating the balloon with water up to np and rbp during which the balloon opened normally. The balloon protector with the transportation wire was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections during which each device is checked for damages such as kinks. In addition, each device is shipped with a transportation wire to protect the device shaft from kinking. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The pantera pro coronary balloon catheter was selected for treatment of the lad. It was reported that the balloon was kinked in the packaging and would not inflate. It was not possible to apply any pressure to the balloon. No contrast passed through the inflation device to the balloon.